Manufacturer narrative:
To address the failure, the getinge stm replaced the solenoid driver board. The stm continued to perform the pm and discovered that the batteries of the cs300 failed the battery run time test. The batteries were replaced to correct the failure and pm was completed. All calibration, functional and safety tests were performed and passed to factory specifications. The iabp unit was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) would not pass the blood back test. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. To address the failure, the getinge stm replaced the solenoid driver board. The stm completed the pm and performed all calibration, functional and safety tests per factory specifications. The iabp unit was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) would not pass the blood back test. There was no patient involvement; thus, no adverse event was reported.